Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Following our receipt of the one returned used sensor and performed a visual inspection and checked for physical damage and none was found (no microscope). Then performed continuity resistance test to verify (open trace), electrical interruption in the sensor circuit and sensor passed per specification. Performed bicarbonate buffer test and sensor failed per specifications due to high readings under 200 dextrose 1 % oxygen. Also failed eis 1 hz and 1024 hz. See attached file for results. Place sensor under microscope and found sensor flex delamination at the reference electrode and found crack damage on the gold trace (working electrode). In summary, the customer complaints of sensor glucose vs. Blood glucose event were confirmed, found sensor damage. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced sensor glucose vs. Blood glucose. The customer reported no adverse event. The event involved product(s) mmt-7040a. Sg vs. Bg guardian sensor 3/guardian 4 sensor customer is reporting a discrepancy between sg and bg which is not within range. Explained sensor may have no longer been responding to glucose changes. No harm requiring medical intervention was reported. Product return status for mmt-7040a is unknown.